Manufacturer narrative:
(B)(4). Date sent: 5/4/2022 d4: batch # u5dk95 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the firing trigger not attached to the device and with no reload present. Due to the condition of the device no functional test was performed. Upon further inspection, the firing trigger was noted to be broken in the assembly area. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be missing since the firing trigger spring and firing trigger were received inside of a plastic bag. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of firing trigger is related to improper use of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the procedure, the echelon powered stapler broke the trigger lever making it impossible to continue the stapling, but without any harm to the patient. The device (stapler) was replaced and the surgery was then completed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.